Event description:
It was reported by the patient that the physician indicated there was a potential product performance issue with this subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician indicated there was a potential product performance issue with this subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the battery of this device was suspected to be depleting prematurely. Device replacement was planned for a future date. It was reported that surgical intervention was undertaken. The device was noted to have reached elective replacement indicator (eri). Additionally, high shock impedance measurements of 160 ohms was observed with the s-ICD and electrode. Review of the electrode position on x-ray noted the coil had an arch shaped appearance away from the sternum. Defibrillation threshold (dft) testing was then performed to review shock impedance measurements and verify conversion. Conversion difficulty was noted due to high defibrillation thresholds (dfts). The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported by the patient that the physician indicated there was a potential product performance issue with this subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the battery of this device was suspected to be depleting prematurely. Device replacement was planned for a future date.

Event description:
It was reported by the patient that the physician indicated there was a potential product performance issue with this subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the battery of this device was suspected to be depleting prematurely. Device replacement was planned for a future date. It was reported that surgical intervention was undertaken. The device was noted to have reached elective replacement indicator (eri). Additionally, high shock impedance measurements of 160 ohms was observed with the s-ICD and electrode. Review of the electrode position on x-ray noted the coil had an arch shaped appearance away from the sternum. Defibrillation threshold (dft) testing was then performed to review shock impedance measurements and verify conversion. Conversion difficulty was noted due to high defibrillation thresholds (dfts). The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported by the patient that the physician indicated there was a potential product performance issue with this subcutaneous implantable cardioverter defibrillator (s-ICD). No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.